Event description:
Covidien received information of a ventilator with a loss of communications. There was no patient involvement at the time of the event. There was no reported death or serious injury associated with this complaint.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delviery/graphic user interface (cui) cable, which resolved the reported issue.